Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user had previously cracked the device screen two months earlier. Multiple attempts were made to contact the user for additional information and replacement processing, but no response was received. Blood glucose levels were unaffected and no adverse health effects were reported.